Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to electrically leaky filters from the analog pcb assembly, designators fl9, fl10 and fl11. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing a charge-pak icon. After an evaluation by physio-control, it was observed that there was internal electrical leakage which caused the internal hlc batteries to drain. There was no patient use associated with the reported failure.